Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was extra cardiac stimulation from the left ventricular (lv) lead. The event was reported from the system longevity study. The polarity of the lv lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.